Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impendance was noted. Steady right ventricular (rv) pace impedance prior to (B)(6) 2010. Rv pace impedance rose from 960 ohms to 5632 ohms between weeks ending (B)(6) 2010. Daily log shows linearly increasing impedance (2560ohm to 5856 ohms from (B)(6) 2010). Out of tolerance lead impedance patient alerts sounded (B)(6) 2010. It was also noted that the lifetime ventricular sensing integrity counter of 918 days had seven counts and no non-physiological episodes were present in the file.

Event description:
It was reported that the pace/sense impedance began to rise after the patient was in a car accident in (B)(6), that the impedance is now high, and that the lead has a possible fracture. It was also reported that the patient has had multiple patient alerts and reprogrammings done, and that the patient is hearing the alert once a day at alert time. The lead was capped and replaced. No patient complications were reported as a result of this event.